Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continued: 5076-52 lead and 694765 lead implanted (B)(6) 2009. Additional products: heartware ventricular assist system ¿ controller 2.0 model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2020 / serial or lot#: (B)(4) UDI #: (B)(4) device evaluated: no ;no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes; mfg date: 05-sep-2019 labeled for single use: no. Heartware ventricular assist system ¿ controller 2.0 model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2020 / serial or lot#: (B)(4). UDI #: (B)(4). No; no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes; mfg date: 05-sep-2019 labeled for single use: no . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm attributed to the internal battery, and the patient called emergency medical services (ems). Ems attempted to exchange the controller and reported multiple attempts at the controller exchange. The ventricular assist device (vad) restarted after several attempts by ems, and the vad restarted when exchanging back to the first controller. It was noted that it was unclear if ems had both power sources and the driveline connected to a controller during the attempts. Review of log files also indicated there was a loss of power to the first controller. The second controller was removed from service. Later, the first controller was again exchanged to a new controller. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Serial or lot#: (B)(6). H3: yes. H6: FDA method code(s): h6: FDA results code(s): c02, c19. H6: FDA conclusion code(s): d15, d1105. Serial or lot#: (B)(6). H3: yes. H6: FDA method code(s): h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14. Product event summary: the ventricular assist device (vad) (B)(6) and two (2) controllers (B)(6) were not returned for evaluation. Log file analysis revealed (B)(6) was the primary controller in use during the reported event. Review of the alarm log file associated with (B)(6) revealed a controller fault alarm logged on 10/jun/2022 at 06:07:20, indicating an issue with the internal battery. In addition, log files revealed that (B)(6) was in use for more than two (2) years. Review of the event log file associated with (B)(6) revealed a controller power up event with an associated pump start event logged on 10/jun/2022 at 06:31:43, likely due to troubleshooting of the controller during the reported controller exchange attempt. Review of the controller log files associated with (B)(6) revealed several controller power up events without associated pump start events on 10/jun/2022 between 06:37:41 and 11:56:00. Review of the alarm log file associated with (B)(6) revealed three (3) vad disconnect alarms were logged on 10/jun/2022 since 06:37:46, indicating the controller was powered on without the driveline connected. As a result, the reported controller fault alarm, controller power up event, and vad disconnect events were confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. The most likely root cause of the controller power up event may be attributed to the troubleshooting during the reported controller exchange attempt. Based on the available information, the most likely root cause of the vad disconnect alarms can be attributed, but not limited to, the controller being powered on without the driveline cable connected, likely during the reported controller exchange attempt. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: ventricular assist device (vad) (B)(6) and one (1) controller (B)(6) were not returned for evaluation. One (1) controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the returned device in relation to the reported event. Visual inspection of the returned controller revealed contamination within both power ports. This is an additional finding not related to the reported event. The most likely root cause of the observed contamination event can be attributed to handling of the device. Functional testing revealed that the controller performed as intended. Log file analysis revealed (B)(6) was the primary controller in use during the reported event. Review of the alarm log file associated with (B)(6) revealed a controller fault alarm logged on 10-jun-2022 at 06:07:20, as well as several event exceptions logged on 10-jun-2022, recorded due to a fault in the internal battery charging circuit. Log file analysis also revealed internal battery voltage values slightly below nominal values. However, during supplemental testing, the controller was allowed to run for an extended period of time and results revealed that the controller fault alarm, event exceptions, and abnormal readings in the internal battery voltage could not be replicated. An internal inspection did not reveal any anomalies. Review of the event log file associated with (B)(6) revealed a controller power up event with an associated pump start event logged on 10-jun-2022 at 06:31:43, likely due to troubleshooting of the controller during the reported controller exchange attempt. Review of the controller log files associated with (B)(6) revealed several controller power up events without associated pump start events on 10-jun-2022 between 06:37:41 and 11:56:00. Review of the alarm log file associated with (B)(6) revealed three (3) vad disconnect alarms were logged on 10-jun-2022 since 06:37:46, indicating the controller was powered on without the driveline connected. As a result, the reported controller fault alarm, controller power up event, and vad disconnect events were confirmed. Based on the available information, a possible root cause of the reported controller fault alarm event involving can be attributed, but not limited, to a faulty internal battery charger integrated circuit. The most likely root cause of the controller power up event may be attributed to the troubleshooting during the reported controller exchange attempt. Based on the available information, the most likely root cause of the vad disconnect alarms can be attributed, but not limited to, the controller being powered on without the driveline cable connected, likely during the reported controller exchange attempt. Additional products: serial #: (B)(6) d9: yes, return date: 08-feb-2023 dev rtn to MFR? Yes h6: img code(s): g02013, g04034 h6: FDA method code(s): b01 h6: FDA results code(s): c15 h6: FDA conclusion code(s): d02, d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.